Manufacturer narrative:
D4 is UDI unknown. No product information has been provided to date. This MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Cracked enclosure. Wear and tear damaged tank cover, line cord, and plate clip. Started with a visual inspection then filled tank with water, attached temperature check, plugged in line cord, and turned on the power switch. The reported problem was not duplicated. The device ran for several hours but after the temperature stabilized it didn't fluctuate at all. The root cause of the reported issue could not be confirmed as the reported issue could not be replicated at the time of the device evaluation. No actions taken.

Event description:
It was reported the device temperature fluctuated. No adverse effects reported.